Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. While utilizing the up and over lumen, the physician encountered resistance when passing the 014 wire through. The physician continued to push past the resistance until the guidewire pierced the lumen and continued inside the main body. It was decided to convert to brachial access to cannulate the contra gate. The rest of the procedure went as expected. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the inability to advance was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The final patient disposition is unknown, however, there have been no further reports of patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).